Event description:
The customer reported that there was no sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Visual inspection found the speaker cable was loosened. The field service engineer reconnected the speaker cable on the mainboard. After the repair the device function checked normal; the system returned to normal. Based on the information available and the testing conducted, the cause of the reported problem was loose main board cables. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Phone number provided (B)(6).